Event description:
The pump was returned for investigation. Evaluation revealed a dim display. This report is made based on results of investigation completed on 07/09/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/09/2015 with the following findings: evaluation revealed that there was no evidence of eaw 162 no low warning in the blackbox. Rewind, load cartridge, and prime steps performed successfully with no alarms. Pump exercised for 24 hours with no loss of primes occurring. Force calibration failed at 159. The force sensor was removed and tested- resistance reading was found to be in specifications. There was a dim display- letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).